Event description:
Litigation papers allege, the stem is loosening and slipping out of the cup. Revision surgery scheduled for (B)(6) 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.